Event description:
It was reported that a symptomatic pt presented to the clinic with a device that the post-sensed t-wave oversensing on the ventricular lead. The pt received inappropriate hv therapy. It was recommended that the physician reprogram the device. The device was later explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of inappropriate therapy and t-wave sensing were confirmed in the lab via the review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the inappropriate therapy was determined to be the t-wave oversensing. The cause of the t-wave oversensing could not be determined.